Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 563 mg/dl. The mother stated that her daughter was hospitalized at the time and they did not get the pump replaced because the high readings were continuing. The mother stated that they ran a 5 unit cannula and no insulin came out of the cannula. The mother stated that the injections seem to be bringing the blood glucose readings down. The mother declined to troubleshoot any further. The customer will be sent a replacement pump because the issue was still happening after 5 or 6 weeks.